Event description:
It was reported that air bubbles were observed within the cartridge tubing. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a correction bolus via pump to address bg. During troubleshooting it was discovered the air bubbles were champagne sized which does not affect bg.